Manufacturer narrative:
H10: for the reported event, lot number was provided, and lot history review. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900f vena cava filter was allegedly difficult to remove and one of the filter limbs allegedly detached from the device. This information was received from a single source. The alleged malfunction involved a patient with no known impact to the patient. The patient was reported to be a 78-year-old female, weighing 162lb.

Manufacturer narrative:
The device has not been returned for evaluation. The lot number has been provided so a lot history review will be performed. The investigation into the reported events is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900f vena cava filter was allegedly difficult to remove and one of the filter limbs allegedly detached from the device. This information was received from a single source. The alleged malfunction involved a patient with no known impact to the patient. The patient was reported to be a (B)(6) year-old female, weighing (B)(6) lb.